Event description:
Bard medical (bmd) has confirmed that an event occurred involving 45 lots of 5 product codes. As a result, these products are at risk for having a small void in the package seal and product sterility may be affected. Forty two of these lots were shipped to customers.

Manufacturer narrative:
This medwatch is not associated with a reported adverse event, however it is being filed in accordance with 21 cfr part 803.53. The catheter is intended for urinary bladder drainage in patients requiring catheterization, including self-catheterization, for management of incontinence, voiding dysfunction, or surgical procedures as a result of preexisting or acute conditions such as spina bifida, spinal trauma, or others. Use of non-sterile magic3 hydrophilic-coated female intermittent catheters could introduce microorganisms to the urinary tract during a catheterization procedure which may lead to a varying degree of risk including localize and/or systemic infectious complications ranging from urinary tract infection to urosepsis. In the event this occurred, the pt may require medical intervention. This report applies to: product code 51614 - magic 3 hydrophilic-coated female intermittent catheters 14 fr. Lot number 73600181. All investigations will be linked to investigation number (B)(4).